Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, customer follow-up (b5) and correction to g2. Corrected: g2 incorrectly checked "consumer" on the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the cable failure was likely from stress being applied to the charge-coupled device (ccd) cable as there was evidence of the cable being pulled on the main body stress boot and the stress boot was inclined to one side. However, the specific root cause of the applied stress could not be determined at this time. The following information is stated in the instructions for use (IFU) which may have prevented the event: "·please do not round the camera cable smaller than the diametral 20cm. Damage may occur. ·when the camera cable is in a round position, please do not pull on it and stretch it gradually and straighten. Doing so can break the camera cable. ·please do not apply excessive bending, pulling, twisting, or crushing force to the camera cable. Doing so can break the camera cable. ·please do not rub the camera cable strongly when cleaning the outside surface of the camera cable. Doing so can break the camera cable. ·the endoscope should be manipulated by holding the camera head instead of the camera cable during use. Doing so can break the camera cable. ·please do not fix the camera cable with a pair. Doing so can break the camera cable. ·please do not pull the video connector by the camera cable. Otherwise, excessive force may be applied to the camera cable, resulting in wire breakage." Olympus will continue to monitor field performance for this device.

Event description:
Due to the event, the procedure was postponed. There were no reports of any missed critical diagnosis or delay of critical care that resulted to a serious deterioration in the patient's health from the cancellation.

Event description:
The customer reported to olympus, that the 4k autoclavable camera head had an image failure. The failure was observed, while the device was inspected for use in an unspecified therapeutic procedure. There were no reports of patient or user harm associated with this event. The device was subsequently evaluated by olympus. And a sudden mage loss (black out) was observed. This medwatch report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. Evaluation found sudden loss of vision due to no image. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.